Event description:
It was reported that pt's back felt cold and irritated where the lead was after she started to walk . She also experienced a burning sensation and she felt a "bump." It was noted that the pt was walking more. The lead impedance measurements were greater than 4,000 ohms on some of the bipolar pairs. Palpitation caused stimulation changes. The pt was at the clinic. Further info is being requested from the hcp.